Event description:
It was reported that a pump alarmed several times during an infusion and then powered off without user input. The device was being used in the general infusion care area and there was no patient injury. The customer reviewed the device history log and stated that an improper shutdown occurred on (B)(6) 2013. No additional information could be obtained.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was tested and performed within specification. An improper shutdown could not be confirmed or reproduced during the initial evaluation. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. Manufacturer report number 1314492-2013-02541 is related to the same event.